Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and the placement of the battery was causing patient anxiety. The patient underwent a procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device and the pocket site was revised. The patient was doing well postoperatively and the explanted device was not returned.